Event description:
The customer reported that coolant was leaking out from the thermogard xp ivtm system (sn (B)(6) ). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard console (sn (B)(6) ) in the complaint will not be returned for investigation, as the console was traded in for another thermogard xp ivtm system. Therefore, a physical investigation was not performed by zoll, and a root cause could not be determined.